Event description:
It was reported that the interconnect cable on the 9900 system can't be plugged into the c-arm. It was noted also that the remote is not working. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the lemo receptacle cable. The system was tested and found to be working as intended and placed back into service.